Event description:
Country of complaint: (B)(6). Needle detachment during procedure. Additional suture opened, it was detached (out of package).

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: stock review: these are not units in OEM stock. Imported/manufactured quantity: (B)(4) units were manufactured of this code/batch. Distributed quantity: all the units were commercialized to four nationals customers. Casework: there are not any similar report about this code/batch. Batch record review: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Batch release results: received samples: 2 opened pouches and 1 unopened pouch. All packs received were taken for a visual examination and we noticed that in two of the opened packs were detached the thread of the needle, without any effort. The unopened pack fulfilled OEM requirements. Corrective action: OEM has initiated a corrective action to avoid future occurrence.